Event description:
Customer reported an issue with display on the passport 2 patient monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the display and tested the unit.